Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ECG readings for the device were intermittent. It was noted that the customer had already replaced the ECG and trunk cables in an attempt to resolve the issue but the readings remained intermittent. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.